Event description:
Attending surgeon reports pt initially presented with suture extrusion. Two to three weeks following initial surgery the pt underwent surgical repair for wound breakdown. At that time the wound was described as green mush. Pt is recovered.